Event description:
It was reported that the pump displayed a malfunction code, malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections as a backup therapy.